Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's insulin pump had a displayable history check failed on startup alarm. The husband's blood glucose was 233 mg/dl. The wife stated the husband's temp basal was not programmed before the alarm occurred. The customer was advised the insulin pump may alarm during normal use. The customer was advised to monitor the insulin pump. No additional information provided.